Manufacturer narrative:
Patient information is unknown. Failure to maintain grasp. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) procedure. (Event date is unknown) according to the complainant, post procedure, the bands fell off the varices. It was reported that moderate bleeding occurred and the patient was brought into surgery. Another speedband superview super 7 multiple band ligator was used to stop the bleeding. It was reported that the patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.